Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. When any further relevant information is obtained, a supplemental medwatch will be filed. E1: initial reporter phone number is (B)(6) reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that the sheath dilator was damaged at the tip. During preparation for a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a faradrive sheath was used. It was observed that the dilator had damage at the tip and looked unusual. It appeared to be compressed at the tip. The sheath was replaced and the procedure was completed. No patient complications were reported.